Event description:
A endurant ii stent graft system was implanted for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The diameter of the neck was 23 mm, with a length of 17 mm and an angulation of 45 degrees. Access vessel tortuosity and calcification were reported to be mild. It was reported that the physician attempted to implant the stent graft. The graft was intentionally landed approximately 5 mm below the originally intended position, as the physician felt the neck was long enough to do so. This resulted in a type I endoleak. The physician implanted a cuff at the level of the lowest renal artery. After ballooning, a final angiogram was performed, and the leak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).